Event description:
The customer reported a clear fluid leak of less than one hundred milliliters originating from a coulter lh 750 hematology analyzer. The customer was unable to identify the source of the leak. The leak was not contained within the instrument the healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face shield, and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) replaced the black stripe tubing through a specific pinch valve. The instrument was returned into operation after completion of repairs. The cause of the event was the pinch valve tubing. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).